Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in the mildly calcified 75% stenosed left anterior descending artery, the voyager nc balloon ruptured during the first inflation at 12 atmospheres of pressure. There was no reported adverse pt effect reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices, and/or the calcified lesion, such that the balloon ruptured upon inflation attempt.